Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding the review of the sampling technique. The sampling technique for this sample was reviewed. The review found no deviations in the sampling process.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding the customer reprocessing. Olympus endoscopy support specialist personnel reviewed the reprocessing technique of the user facility. The review noted the following: the facility was not using the 1000 ml container specified for pre-cleaning and was instead using the bag that came with the enzymatic cleaner and sponge. The user facility was using a medivators veriscan dry leak tester instead of olympus leakage tester equipment. For manual cleaning, the user facility did not internally clean or disinfect the suction cleaning adapter in between scopes. The suction cleaning adapter was only put into the aer at the end of the day. The user facility also uses a medivators scope buddy during manual flushing.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of the pms study process, scope inspection was performed at third party laboratory. Below is the summary case report for this scope. The destructive sampling identified pseudomonas oryziabitans that is categorized high concern organisms. None of the organisms were not identified in the initial sampling. After the disassembling, the following was observed. Bleaching of the glue of the bending section, the distal end cover, around the nozzle. Presence of oxidation at the distal end cover. Presence of extra glue of the distal end cover. Missing part of glue around the light guide lens and of the head of screw.

Manufacturer narrative:
This supplemental report is being submitted to provide the conclusion results for the postmarket surveillance tjf-q180v study. Based on the investigations, the most probable causes of the reported event was attributed to insufficient reprocessing due to duodenoscope leak and/or improper reprocessing procedures.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on physical evaluation of the returned device. The instrument and suction channel was examined with a borescope and found yellow stain in the biopsy channel beginning at the 40 cm marking, which was extended up to the control body unit. There was a large amount of foreign material (yellow in color) noted at the suction channel that starts from the control body unit all the way down to the connector side of the channel. Additional findings includes missing distal end cover glue, and missing a portion of the bending section cover, which was not returned for evaluation. The instrument history showed that the device has a resale date of july 28, 2019.

Manufacturer narrative:
The scope has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. The olympus endoscopy support specialist reviewed the user facility reprocessing technique. The review found the following deviations: during precleaning, a bag instead of a 1000 ml container is used for the cleaning. A third party dry leak tester is used for leakage testing. And during manual cleaning, the suction cleaning adapter is not cleaned in between use on different scopes, although the scope reprocessing manual states, ¿all accessories (except single-use accessories) must be cleaned and high-level disinfected or sterilized after each use, to prevent an infection control risk.¿ currently the investigation is still ongoing. The subject scope will also be sent to an off-site independent laboratory for ethylene oxide (eto) sterilization and subsequent olympus evaluation. Olympus will continue to investigate and work with the user facility to obtain more specific and detailed information regarding the reported event. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study, the scope tested positive for (B)(6). There was no reported patient injury or infection.